Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this patient that seven months post implant of this annuloplasty band in the tricuspid position, this device was explanted and replaced with a bioprosthetic tricuspid valve because the repair "was not good." No specific failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.